Manufacturer narrative:
Continuation of d10: product ID: 8709sc, lot#: h817163006, serial#: (B)(6), implanted: (B)(6) 2012, product type: catheter. H3: analysis identified a hole in the catheter body. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2012, product type: catheter, ubd: 19-mar-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient receiving 1000 mcg/ml of gablofen at 173.9 mcg/day via an implantable pump for intractable spasticity. It was reported that the patient started ex hibiting increased hypertonia in (B)(6) 2020. Subsequent increases of daily infusion rates resulted in no relief. No environmental/external/patient factors were provided which may have caused or contributed to the issue. The healthcare provider (hcp) accessed the catheter access port (cap) with a 24 gage non-coring needle under fluoroscopy on (B)(6) 2021 and they were unable to withdraw any cerebrospinal fluid (csf).  On (B)(6) 2021 the existing catheter was disconnected from the pump with no spontaneous retrograde flow of csf. A 24 gage angiocath was inserted into the proximal end of the spinal catheter after disconnecting from the pin connector. The hcp was unable to aspirate csf. The catheter was cut at the spinal site and spontaneous retrograde flow was observed. A new catheter was spliced onto the existing spinal portion. 18 centimeters of the catheter remained implanted, but unused, in the patient's right flank. The catheter broke off as the neurosurgeon attempted to remove and explant the segment. It was reported the explanted portion of the catheter would be returned for analysis and the issue was resolved at the time of the report, (B)(6) 2021. It was reported the patient's medication history included: multiple sclerosis, spina bifida, thyroid disease, depression, paraplegia, urinary tract infections, squamous cell carcinoma, and iron deficiency anemia.